Event description:
A male pt reported experiencing an ocular irritation, discharge and redness after using brand multi-purpose solution. He normally uses another solution but tried this solution completed when he ran out. After 2-3 days use of device, the symptoms appeared. He went to his eye dr who reportedly diagnosed an eye infection and prescribed a sulfa medication, b.i.d. For 10 days. This treatment reportedly cleared the infection and he returned to use of another product. This sequence of events occurred a second time several months later. Co is attempting to gain further info from the treating physician.